Event description:
The failure of the seals of the resevoir of the pt's mini med model 506 insulin pump caused a leak and shorting out of the pt's pump. This along with their only having humalog insulin caused the pt to check their blood glucose levels every 2-4 hours and inject humalog every 4 hours until monday morning until their doctors office opened.